Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 17, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that while trying to extract gas for a procedure in the clinic, the system froze and would not shut down. The customer unplugged the unit and held the standby button. The issue was not resolved. Technical services was called to help trouble shoot the issue. The customer was instructed to let the battery drain. After performing this function, the system was re-booted. This did not resolve the issue. No system message was displayed.